Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found.

Manufacturer narrative:
Concomitant medical products: product ID 355531, serial# (B)(4), product type: screening device. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported a surgery was performed to implant an implantable neurostimulator (ins) and two leads. At implant, two leads were placed and connected to a multi lead trialing cable (mltc) for trial stimulation. The impedances were measured and displayed values of all electrodes greater than 10,000 ohms. Measurement was taken again after wiping the leads, but resulted in the same event. Another measurement was taken after exchanging the "lead grooves" ("ditches" of the leads were shifted), but resulted in the same event. It was considered the mltc was defective and highly possible to have an anomaly. A new mltc was unpacked and the impedances were measured, all electrodes showed normal values. During ins implantation, the first lead was inserted into the 0-7 socket and the second lead was inserted into the 8-15 socket. When impedances were checked prior to closing the incision, values with 0-7 and 8 electrodes showed normal impedances; but all of the remaining 7 electrodes (9-15) showed a value greater than 10 ,000 ohms. The electrodes were disconnected from the ins to measure the impedances using a mltc, and measurements of all electrodes showed normal impedances. An ins defect and malfunction was suspected, and not a lead fracture. When inserting the leads again into the ins, they were inserted into the sockets the other way around; first lead into 8-15 socket and second lead into the 0-7 socket. Impedances were measured this resulted in the same event. Electrodes 0-7 and 9 showed normal impedances, while 9-15 showed greater than 10,000 ohms. Measurement was taken again by increasing the voltage, and electrodes 9-15 showed a value of greater than 40,000 ohms. Every possible ways were tried including inserting the leads into the sockets the other way around and measuring the leads alone by using an external neurostimulator (ens); however the same event occurred. A ins defect was suspected and high possibility of ins malfunction considered, and as health damage to the patient was considered as the first priority. It was also stated that the patient's possible complaints were considered to be as the first priority. A new ins was unpacked and the leads were inserted into the sockets, all electrodes showed normal impedances. There was a mild health hazard to the patient; lead placement and ins implantation. It was noted that no x-rays were taken. The indication for use is chronic intractable pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.